Event description:
Customer reported a past high blood glucose event with a specific value that was not known, only indicated as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump and chose not to receive additional assistance.